Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken/missing, the ring cover was broken, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, two side bails were missing, the ring was bent, the battery drawer was broken, the battery flex was contaminated, and the heart lead flex was damaged. Further analysis was performed on the main pcb. This analysis further confirmed the reported event, the battery removal failure was caused by a capacitor component failure. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed the battery replacement test. The device turns off right away when the battery is pulled out. The epg was returned for repair. There was no patient involvement.